Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device doesn¿t turn ¿ jammed motor. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: the fisher cap is break. The motor sticks/jammed and is rusty. The cable resistance is out of tolerance. Corrosion - cable. Missing component - 19 pin fisher connector the motor cable and motor were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The faulty parts was identified as the root cause for the device failure during the service evaluation. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown surgery on an unknown date, it was observed that the handpc tornado shaver device had a jammed motor and did not turn. During in-house engineering evaluation, it was determined that the fisher cap was broken on the device. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.